Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. During an unrelated procedure, insulation damage was observed on the proximal end of the rv lead. A rv lead conductor fracture was also suspected but not confirmed. The device was reprogrammed to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.